Event description:
It was reported by boston scientific that a resolution clip was used in the stomach during an endoscopic submucosal dissection (esd) on (B)(6) 2025. During the procedure, the clip malfunctioned and could not be deployed after reaching the stomach through the working channel of the gastroscope. The procedure was completed with the same device. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip malfunctioned and could not be deployed after reaching the stomach. E1: initial facility name (B)(6).

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). E1:(initial reporter address, initial reporter city, initial reporter country, initial reporter zip/post code), have been updated based on the additional information received on april 23, 2025. Block h6: imdrf device code a15 captures the reportable event of clip malfunctioned and could not be deployed after reaching the stomach. Block h11: investigation results- visual analysis of the returned device revealed evidence of premature deployment, as the yoke was still attached to the control wire. The reported event of "clip failure to release from catheter" could not be confirmed, as the clip assembly was returned fully deployed. The risk review confirmed that this event is defined in the risk documentation and is appropriately documented in the product risk review (prr), with the event type accounted for during product risk analysis to support the product's acceptable risk-benefit profile. Based on all available information, the most probable cause was determined to be "adverse event related to procedure," as no product malfunction was identified and the issue may have resulted from procedural factors such as physician technique, scope positioning, or inadvertent activation. No further escalation is required at this time

Event description:
It was reported by boston scientific that a resolution clip was used in the stomach during an endoscopic submucosal dissection (esd) on (B)(6) 2025. During the procedure, the clip malfunctioned and could not be deployed after reaching the stomach through the working channel of the gastroscope. The procedure was completed with another of the same device. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: e1: initial facility name- (B)(6). E1:(initial reporter address, initial reporter city, initial reporter country, initial reporter zip/post code), have been updated based on the additional information received on april 23, 2025. Block h6: imdrf device code a15 captures the reportable event of clip malfunctioned and could not be deployed after reaching the stomach.

Event description:
It was reported by boston scientific that a resolution clip was used in the stomach during an endoscopic submucosal dissection (esd) on (B)(6) 2025. During the procedure, the clip malfunctioned and could not be deployed after reaching the stomach through the working channel of the gastroscope. The procedure was completed with another of the same device. The patient condition at the conclusion of the procedure was reported to be stable.